Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Result: representative samples of the product were returned for evaluation. The samples were opened and inspected visually. No damage or defects were observed in these samples. The samples was tested for knot pull tensile strength test and found to meet in-house requirements. No device failure detected and the product is within specification.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. The incision was hypogastric median-perpendicular. Three to four days after the procedure, the fat under the skin was liquefaction. When the surgeon changed the patient&apos;s medicine, the front vaginal incision line was open. The suture floated on the tissue and there was water seepage between the fat and the vagina. The surgeon cut the suture, used iodine and sutured the wound with the mersilk after three days. Currently, the patient is fine.